Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6). Provided notification that a hahn tapered implant failed. The 80-year-old, female patient presented for implant placement on (B)(6) 2023 on tooth position #30. The patient's bone quality was reported as type iii and her oral hygiene as good. The patient returned after final prosthesis delivery, on 06/10/2026 and the doctor noted the patient had inflammation, pain, infection and granulation/fibrous tissue around the implant and "lower hybrid mobile - multiple broken pros. Screws". The patient has screw-retained, full arch prosthesis. The symptoms resolved after implant removal and the patient did not have a permanent injury. The implant has not been replaced but will possibly re-implant with single. Additional information received confirmed the reported device was explanted on (B)(6) 2026. The prosthesis screws were broken in the 21, 23, and 28 sites; they were powerball screws. This necessitated replacement of the 3 corresponding multi-unit abutments.